Manufacturer narrative:
(B)(4). Method - actual device remains implanted therefore no further testing carried out. DHR, qc and manufacturing records for batch and base fabric reviewed. Result - review of qc and manufacturing records show batch was manufactured to designed specification. No further complaints have been received from this batch. No device was returned for investigation. Conclusion - without return of device complaint could not be confirmed. Review of manufacturing and qc records did not indicate any issues with this batch of grafts. Device remains implanted. Other remarks: as no device returned for investigation, vascutek now considers this complaint closed. No further actions required however, the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time.

Event description:
Event was reported to vascutek as follows: "blood sprayed out at top of bifurcate leg when the clamp was released. There seems to have been a hole 3mm in size at the location."